Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, an aortic valve replacement was performed and this 25 mm trifecta valve was implanted. On (B)(6) 2016, re-do aortic valve replacement was performed due to prosthetic valve endocarditis (pve). Upon explant, a myocardial mass was noted adhered to the inflow surface of the right and the left coronary cusps and onto the outflow surfaces and slightly onto the bases of the cusps. Preoperatively, the patient was afebrile and blood analysis indicated normal rbc value (no anemia). A carpentier-edwards perimount magna ease aortic heart valve (size unknown) was implanted. The patient was reported to be stable postoperatively.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.